Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-01678.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-01678. It was reported that the patient was feeling stimulation in the wrong location. X-rays confirmed that the leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the anchor was explanted and replaced. Postoperatively, the patient has effective therapy.